Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken steel wire. The user completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken distal cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument had an exposed electrode on one of the bases of the bipolar forceps grip. The unit passed the electrical continuity test. There was also thermal damage found between one of the grip cables on the bipolar yaw pulley. The unit passed an electrical continuity test with no obvious damage on the conductor wire insulation. The instrument was also found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on one side of the bipolar yaw pulley. The reported complaint was confirmed by failure analysis. Review of the provided image by a regulatory post market surveillance analyst is consistent with the report of a broken steel wire. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.